Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the reload was attached to the handle and the handle was squeezed in order to check operation before use, but the jaws of the reload did not close. It was tried several times, but it was the same. Device was replaced with a new one and it could be used without any problem. There was no patient involved.